Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Product information required to search the complaint database was not provided. The investigation could not verify or draw any conclusions about the reported osteolysis. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Pt was revised to address asceptic loosening of the tibia. Osteolysis was discovered intraoperatively.